Event description:
The external pulse generator was returned for correction due to a field action. It subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the battery release and battery drawer were contaminated. The battery contacts were compressed and corroded and the battery flex was contaminated. The lower case was contaminated and corroded and the both bail covers and upper case were broken.